Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net on (B)(6)2020 with myopotential over-sensing on their implantable cardioverter's right ventricular channel. The over-sensing caused pacing inhibition. Patient presented to the clinic on (B)(6) 2020 for reprogramming to address the issue. Patient condition after the event was stable.